Event description:
Acct. Reports "connector defective, connector pulled away from the tubing". Does not know what connector pulled away from the tubing. States it occurred during pt. Use. No pt. Injury reported.